Manufacturer narrative:
The other adverse events issues issue questionnaire was reviewed for causes of the reported issue. Based on this review, the device being implanted off-label, implanting the device too close to the targeted nerve, and inadvertently puncturing bone or tissue during the procedure have been ruled out as potential root causes. Additionally, using incorrect tools, improperly closing the surgical site, improper surgical technique, and excessive force being applied to the implant during the procedure has been ruled out. However, the patient is a poor surgical risk as they have a history of diabetes, inability to heal properly, and they have poor, paper like skin. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 8 "poor surgical risks - peripheral nerve stimulators should not be used on patients who are poor surgical risks or patients with multiple illnesses, active general infections, or other potential surgical risks as identified by the clinician." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to age, weight, or mental capacity as the patient is a poor surgical risk (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient reported their receiver site has opened and was continuously bleeding. The patient stopped using the device and followed-up with their implanting clinician. On (B)(6) 2026, the patient went to the emergency room for a suspected infection and was admitted into the hospital. Antibiotics were prescribed, the device was explanted on (B)(6) 2026, and the patient was discharged from the hospital on the evening of (B)(6) 2026. As of (B)(6) 2026, the patient is currently taking the prescribed antibiotics, they have noticed significant reduction in the swelling in their knee, and they are feeling better since the explant procedure. The patient has a follow-up appointment on (B)(6) 2026, they are managing the wound at home, and they have been in constant contact with the surgical team regarding their healing status.